Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a pedicle probe bent during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned probe was examined and found to be bent. The cause of this event can likely be attributed to some off-axis applied force or the surgeon attempting to alter the trajectory of the probe within the vertebrae. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a pedicle probe bent during surgery. There were no reported patient impacts associated with this event.